Event description:
As reported by the patient¿s attorney, a precision twist transvaginal anchor system was used during a procedure. According to the complainant, the patient experienced pain, disability and disfigurement. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.